Event description:
New information received revealed that the patient had the right ventricular lead capped and replaced on (B)(6) 2017 due to persistent, high amplitude noise. The patient was stable before, during and after the procedure.

Manufacturer narrative:
This supplemental MDR is to include previously omitted information.

Event description:
The lead was capped and replaced from a suspected fracture.

Event description:
It was reported that the patient presented in-clinic after receiving a vibratory alert due to non-sustained right ventricular oversensing episodes. Upon interrogation, it was noted that the episodes along with several ventricular tachycardia and ventricular fibrillation were caused by oversensing of what appears to be noise on the right ventricular lead. During the inappropriate ventricular tachycardia episode, the device delivered anti-tachycardia pacing but return to sinus was diagnosed prior to high voltage shocks being delivered. The noise was reproduced with isometrics, but the source remains unknown. On (B)(6) 2017, the patient had an x-ray taken, which did not reveal any lead abnormalities. Programming changes were made. The patient left the facility in stable condition.